Event description:
Provider states commode seat cracked. In speaking with the dealer it was learned that the end user is unharmed. Please note any further information received will be sent in a supplemental report. A replacement has been issued.

Manufacturer narrative:
(B)(4) has been initiated for this issue. The owner's manual part number 1148075, rev.b(jul-08), was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's medical condition, stability and medication regimen are unknown. The maintenance history of the device is unknown. The malfunction has not been confirmed.